Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6) ubd: 27-apr-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving sufentanil 700mcg/ml at 75mcg/day via an implantable pump. It was reported that the patient was having their pump replaced due to end of life on the pump. During the pump replacement the physician checked the cap (catheter access port) to get flow back from the intrathecal space and he did not. The physician then noticed the catheter was kinked at the anchor site. The physician said he did not like how it was kinked and felt like it would not straighten out. The physician decided to replace the whole catheter. There were no environmental, external, patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the scrub tech threw the catheter along with the pump into the red sharps protector and that the explanted catheter would not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.